Event description:
The customer reported that the system would not display a live image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reseated the printed circuit boards and the connectors to the monitor. The system was tested and found to be working as intended and put back in service.